Event description:
It was reported that during post implant device checkup, upon device interrogation the left ventricular lead exhibited loss of capture. The lead had dislodged and was pulled into the coronary sinus body. The lead was explanted and replaced. The patient was stable during and post procedure.